Manufacturer narrative:
One 6.6f dignity port was received. Inspection of the returned device shows a small leak on the base of the device in the upper portion of the "c" in the CT mark. The septum was removed and the inside of the port base was examined. A photograph taken under 10x magnification shows the floor of the port is gouged, possibly by a needle. Issue does not appear to be manufacturing related. Contract manufacturer conducted a record review of the DHR and manufacture process for this lot. The device was manufactured per specifications, no non-conformances or variances were noted. Information regarding the type of needle used with the port, if the needle was left in places or removed after each treatment, and how long the port was implanted was requested of the facility but was not provided. Without the requested information, the root cause for the failure could not be determined.

Manufacturer narrative:
An investigation has been initiated. The device has not yet been returned for evaluation. Once the device is received an evaluation will be performed.

Event description:
X-ray revealed extravasation of contrast around the drum during infusion.